Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the retainer ring was broken and/or missing and that there is a crack on the top on the top of the screen. Customer's blood glucose was unknown. The insulin will not be returned for analysis.

Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, cracked reservoir tube lip, missing display window cover and serial number label fading.